Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive. The customer was trying to use the bolus wizard and replaced the battery. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to test operating currents due to unresponsive buttons. Unit received with minor scratches on lcd window and with cracked case at display window corners.